Manufacturer narrative:
The lot number for the device was provided. The device history records and image are currently under review. The return of the device is pending. The investigation is currently under way. Expiration date: 09/2021.

Event description:
It was reported that the white lumen of the catheter was allegedly identified ruptured. It was further reported that intervention was performed to remove the catheter. Reportedly, a new catheter was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 9 fr d/l hickman catheter with surecuff was returned for evaluation. Visual, microscopic, tactile, and functional evaluations were performed. The investigation is confirmed for fluid leak, as functional testing confirmed the device was patent to infusion and aspiration with a leak noted at the c-shaped split. Therefore, based on the shape of the split, the investigation is confirmed for the alleged burst. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the white lumen of the catheter was allegedly identified ruptured. It was further reported that intervention was performed to remove the catheter. Reportedly, a new catheter was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 9 fr d/l hickman catheter with surecuff was returned for evaluation. Visual, microscopic, tactile, and functional evaluations were performed. The investigation is confirmed for fluid leak, as functional testing confirmed the device was patent to infusion and aspiration with a leak noted at the c-shaped split. Therefore, based on the shape of the split, the investigation is confirmed for the alleged burst. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the white lumen of the catheter was allegedly identified ruptured. It was further reported that intervention was performed to remove the catheter. Reportedly, a new catheter was placed. There was no reported patient injury.